Manufacturer narrative:
Evaluation of the devices received showed damaged material with similar characteristics to those observed when the turbohawk/silverhawk device is advanced through a guide sheath with the cutter blade exposed to the inner liner of the guide sheath.

Manufacturer narrative:
A review of the manufacturing records for device lot did not reveal any discrepancies relevant to this reported event.

Event description:
The turbohawk lx-m was used for atherectomy in the rsfa. Two sets of passes were made, and the turbohawk was removed. It was cleaned in between each session of passes. After a 3rd pass, when removing the turbohawk from the sheath, the physician noticed a long string of plastic coming out of the sheath , around 5-6cm in length that appeared to have come off the end of the turbohawk. A new turbohawk device was opened, and used, and the same thing happened again after 2 rounds of passes. So there were two long strings of plastic that came out. The second device was not put back in the body and the physician proceeded to pta and stent the vessel. They could not determine if the patient was affected and there did not appear to be any foreign body left in the vessel, however, the tech could not be sure. Impact to procedure: needed to pta and stent at completion. It was unclear if this was the plan at the start of the case. Please see MDR 2183870-2011-00095 for the other turbohawk used in this procedure.